Event description:
It was that the implantable neurostimulation (ins) stitches opened up and device externalized. The reason for the event was an open wound in follow up office. The device was explanted and patient recovered at the time of the report. If any additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.